Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for diabetic ketoacidosis. Her blood glucose at the time of incident is unknown, but her blood glucose at one point exceeded 600 mg/dl. The customer was admitted to the ER and was treated. The insulin pump alarmed with no delivery prior to the hospitalization. After the customer was released from the hospital she ceased use of the insulin pump and treated with manual insulin injections. Additionally, the customer mentioned that her insulin pump was exposed to water damage from a fire. The insulin pump was exposed to fire hydrant water. The insulin pump was not returned for analysis.